Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up, down and ok buttons are unresponsive to presses. It was reported that there is no keypad peeling.